Manufacturer narrative:
The device was returned to olympus for evaluation and the additional findings were as follows: the grip was shaved, the switch box had a scratch, the right/left and up/down knob had a scratch, the switch/flexible printed circuit had corrosion due to water leakage, due to a crack on the scope connector case unit, water tightness was lost, the plug unit had corrosion due to water leakage, the circuit board in the scope connector had corrosion due to water leakage, the scope cover unit had corrosion due to water leakage, the cable unit had corrosion due to water leakage, the cover of the light guide bundle was damaged, the light guide lens had a crack, the distal end was shaved, and the universal cord had a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the flex videoscope was leaky. It is unknown when the issue was found. The device was returned for evaluation. During the device evaluation, white foreign material was found in the air/water cylinder and tube foreign material was inside the light guide lens, and there was a leak at the forceps elevator. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the observed foreign material in light guide lens could not be identified and a definitive root cause of the issue could not be determined, however, the issue was likely the result of moisture entering the light guide lens due to the lens adhesive peeling due to physical/impact stress and or chemical stress due to the solutions used during device cleaning/reprocessing. Because the foreign material was attached to an area other than the outer surface of the scope, it was likely not possible to remove during reprocessing. The issue may be detected/prevented by following the instructions for use sections below: tjf-q190v operation manual 3.3 inspection of the endoscope. Olympus will continue to monitor field performance for this device.